Manufacturer narrative:
The device not was returned for analysis. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported about the tip breaking off their implant driver. No issue with the implant or patient injury reported.

Manufacturer narrative:
The device was not returned. The investigation has been completed, and the results are as follows: stock product reviewed results: no stock product review result as no lot number was provided. Investigation methods/results: per the reported information, the customer discarded the product. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is improper seating of the implant driver into the internal hex of the implant. Additionally, it is unclear the methods of implant placement used during the initial procedure. IFU 570 rev. 3.0 (hahn tapered implant system) contained the following statement in the implant placement section: "step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site, and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev. 3.0 (hahn tapered implant system) contained the following statement in the implant positioning section: "the implant should be rotated at the time of placement to ensure optimal positioning of the internal hex connection. This will allow the restoring clinician to take full advantage of the anatomical abutment contours and minimize the need for abutment preparation. Adjust the final position of the implant so that any one of the six flats of the internal hex connection is oriented toward the facial." Corrective action no corrective action is warranted at this time since the root cause was inconclusive. There was no evidence found to indicate that the reported issue was caused by the device itself. Fmea review results: in reviewing attachment 7.1 - fmea table of rpt-6683_5 - risk assessment report for dental surgical components, the reported issue has already been identified under the "customer-related" process aspect: failure mode - broken and/or deformed components. Cause - applying excessive forces (lateral, vertical, shear, torsional, compressive, angular). Effects - increased probability of components not performing as intended. Severity - 3 (serious - device failure results in injury or impairment requiring professional medical intervention.) Occurrence - 3 (occasional - special cause events that happen infrequently, but with a larger number of devices or under a variety of circumstances.) Risk mitigation - fus and surgical manuals detail every aspect of the drills and other components. This includes components' intended use, procedure, and its limitation. Rpn final - 9 (moderate risk) this is not a new failure. The manufacturer internal reference number is: (B)(4).